Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified, and the most probable cause of the scope communication error code (e216 error) and scope communication error (b30 error) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue in air/water channel, white residue in air/water cylinder, scope communication error code (e216 error) and scope communication error (b30 error). There was no patient involvement.